Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 allegedly due to elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced with a smaller modular head and an active articulation acetabular liner during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received from patient¿s legal counsel reports patient underwent an additional right hip revision on (B)(6) 2015 allegedly to remove a hematoma. Legal counsel further reports patient underwent left hip arthroplasty on (B)(6) 2009 and a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone & tissue, lack of mobility, and elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-07603 & 2015-00928 /- 00929).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to alleged elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced with a smaller modular head and an active articulation acetabular liner during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received from patient's legal counsel reports patient underwent an additional right hip revision on (B)(6) 2014 to allegedly remove a hematoma. Legal counsel further reports patient underwent left hip arthroplasty on (B)(6) 2009 and a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone & tissue, lack of mobility, and elevated metal ion levels.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2014-07603 & 1825034-2015-02213 & 00928 & 00929 & 02214).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to alleged elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced with a smaller modular head and an active articulation acetabular liner during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received from patient¿s legal counsel reports patient underwent an additional right hip revision on (B)(6) 2014 to allegedly remove a hematoma. Legal counsel further reports patient underwent left hip arthroplasty on (B)(6) 2009 and a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone & tissue, lack of mobility, and elevated metal ion levels. Additional information received in the patient's operative report confirms patient underwent an initial right hip arthroplasty on (B)(6) 2005. Revision operative report noted patient underwent a right hip revision on (B)(6) 2014 due to elevated metal ions and adverse tissue reaction from metallosis. Additionally, the operative reported noted patient previously fell off of a ladder and hurt his left hip when he landed. During the revision, darkish fluid and tissue with metallosis appearance with metal staining were found. The modular head and taper adapter were removed and replaced and an acetabular liner was implanted. Additionally, patient underwent a revision procedure on (B)(6) 2014 due to a large hematoma, pain, possible infection, and a leg length discrepancy. During the revision, clots underneath the superficial tissue, serous fluid, and gelatinous reddish material were found. Additional information received in the patient's operative report confirms patient underwent an initial left hip arthroplasty on (B)(6) 2009. Revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ions. Additionally, cloudy fluid and gray staining around the acetabular and femoral head junction were found during the revision. The modular head and taper adapter were removed and replaced and an acetabular liner was implanted.